Event description:
Information received by medtronic indicated that the cryoconsole gave system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) during a cryoablation procedure. This occurred when attempting to ablate the rspv, after ablations to the left-sided pulmonary veins had been completed. The catheter was replaced to continue the cryoablation procedure. There were no patient symptoms or complications related to the event. Reportable based on analysis completed 02/09/2015.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed a guide wire lumen kink and blood inside the balloon. Smart chip verification indicated the catheter was used for 5 injections. The reported issue has been confirmed through testing. The catheter failed the returned product inspection due to guide wire lumen breach and kink.